Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Complications post implant: additional surgery: (B)(6) 2012: underwent enterocele and posterior repair and sacrospinous fixation for symptomatic prolapse under general aesthesia.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Operation performed on (B)(6) 2003: vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior repair, sacrospinous vaginal vault suspension and a pubovaginal sling. Preoperative diagnosis: symptomatic pelvic prolapse. Urinary incontinence. Post-operative diagnosis: same. Patient had a reoperation on (B)(6) 2012. Preoperative diagnosis: symptomatic prolapse. Post-operative diagnosis: same with enterocele.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Operation performed on (B)(6) 2003: vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior repair, sacrospinous vaginal vault suspension and a pubovaginal sling. Preoperative diagnosis: symptomatic pelvic prolapse. Urinary incontinence. The patient had a reoperation on (B)(6) 2012. Preoperative diagnosis: symptomatic prolapse. Post-operative diagnosis: same with enterocele. Complications post pelvicol implant: additional surgery: (B)(6) 2012: underwent enterocele and posterior repair and sacrospinous fixation for symptomatic prolapse under general anesthesia. On (B)(6) 2014: grade 3 cystocele present.